Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a lot of pain from the ins. Patient stated that she was in so much pain she ended up going to the hospital last night and now today is back home. The patient mentioned something about telling the hcp that the ins was "sticking out" but he did not do anything about it. The patient was redirected to their healthcare provider to further address the issue.